Event description:
It was reported that the pump touchscreen was cracked, unresponsive and unreadable. Customer's blood glucose level was 450 mg/dl. The customer reverted to an alternate method in insulin therapy.